Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Guided through turning device off/on. Got a water reservoir empty alarm and explained they needed to empty the pads. Restarted therapy, advised device will need to be replaced if the alarm persists. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the two simultaneous pages from two nurses, but for the same patient. They were getting a non-recoverable alarm 80 (control processor failed to detect simulated water temp fault) in an arctic sun device. Guided through turning device off/on. Got a water reservoir empty alarm and explained they needed to empty the pads. Restarted therapy, advised device will need to be replaced if the alarm persists.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the two simultaneous pages from two nurses, but for the same patient. They were getting a non-recoverable alarm 80 (control processor failed to detect simulated water temp fault) in an arctic sun device. Guided through turning device off/on. Got a water reservoir empty alarm and explained they needed to empty the pads. Restarted therapy, advised device will need to be replaced if the alarm persists.